Event description:
Philips received a complaint on the heartstart xl device indicating that the power supply came out of the device.

Manufacturer narrative:
The fse evaluated the device onsite and determined that power supply tray was leaked, due to a defective power socket. The issue was resolved by replacing the power socket. The device remains at the customer site and no further evaluation is warranted at this time.